Event description:
It was reported that during a robotic prostate procedure, when they were removing the pouch one of the metal pieces fell on the floor and the other metal piece fell into the patient. The metal piece was retrieved. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.